Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple sensor errors. The customer's blood glucose reading was 455 mg/dl at the time of incident. The customer indicated that the calibration factor was off and that he received an additional 2 sensor errors. Troubleshooting advised customer to monitor the sensor.